Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 314mg/dl when compared to a laboratory result of 184mg/dl. These values, when plotted on a clarke error grid, fall in the "c" zone showing that the difference in the values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.